Event description:
Additional information received that an eschman mandrel was used to intubate with the incriminated tube, customer did not used another tube for the surgery.

Manufacturer narrative:
H6 : code updated, previously applied code fdc d16 is no longer applicable. B5 : additional information received. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after anaesthetia, when intubating the patient tube used was too flexible, intubation took place in the oesophagus instead of the trachea (despite a cormac score of 1). The anaesthetist tried to intubate the patient, but without success. An eschman mandrel was then used, allowing tracheal intubation. The probe had no visible defects. The patient suffered no sequelae. Another tube was used to complete the surgery. There was no injury for the patient, just a longest surgery time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.